Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted to the cardiac surgical step-down unit for elevated pump powers up to 10-12 watts. The patient was asymptomatic and there was no rise in his lactate dehydrogenase (ldh) levels from the baseline of 356 u/l and there was no blood in the urine to indicate a clot. Additionally, there was no history of recent infection and the patient¿s international normalized ratio (inr) was therapeutic between a value ranging from 2 to 3. There were no reported events of trauma to the patient¿s driveline or peripheral equipment. The patient had gained approximately 9 kg of weight and the left ventricle dimension was 4.8 cm. A chest x-ray appeared to demonstrate that the inflow conduit was angled towards the left ventricle lateral-free wall. The pump body and inflow conduit appeared to be aiming upwards toward the patient¿s left upper quadrant and was not perpendicular to the spinal process. No symptoms were noted at that time to indicate heart failure or right heart failure. The patient was started on a bivalirudin infusion. The manufacturer¿s technical services reviewed the system controller data log file and confirmed multiple power elevations above 10 watts and as high as 18.8 watts. It was reported that the patient¿s ldh would be monitored and a repeat echocardiogram was scheduled. No additional information was received.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 1 year. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The reported power elevations were confirmed based on the information contained in the submitted log file; however, a root cause for the power elevations could not be conclusively determined. Furthermore, the report of a malpositioned inflow conduit could not be confirmed. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase (ldh) level continues to be monitored and has not increased. The echocardiogram that was performed reportedly did not show any signs of thrombus or vad dysfunction. The patient is reportedly home and continues to be monitored closely for any signs of device thrombosis.